Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 26-oct-2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was stimulation in the wrong location. The patient had a cervical stimulator for trigeminal nerve pain on her left side. The patient stated that the stimulator was working great at a low setting to cover the pain but one morning she woke up in severe pain and then turned the stimulator up. This pain was noted to have been a sudden change in symptoms. When the stimulator was turned up, she felt the stimulation going down her left leg, which the patient noted was not a normal spot for her to feel stimulation, and it caused her leg to want to give out, balance problems and made it so she could not walk when it was on. Patient services reviewed the option of turning stimulation down/off and the patient stated that she had already turned the stimulator off. The patient stated she would call her healthcare provider's (hcp) office to make an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.